Manufacturer narrative:
The curved needle delivery system device returned for evaluation. This device was received in very poor condition. T1, t2 and suture were not returned. The needle is bent downward and left. The needle is more representative of a reversed curve device in this condition. This indicates difficulty reaching the desired surgical location. This disfigurement impeded the conducting of a functional test. The device is not able to cycle or advance due to the acquired damages. Per the device¿s IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. With the damages noted, root cause for this complaint cannot be confirmed. No further investigation is warranted.

Event description:
A report of simultaneous deployment during a arthroscopy knee surgery has been receive. When the surgeon tried to suture the meniscus is when the second anchor deployed. Another device was used but also failed. The procedure was completed with a third device with no reported concerns. No patient injury was reported.